Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified lesion in the very tortuous circumflex coronary artery, after pre-dilating the lesion with an unspecified balloon, a 3.5x12 rx xience alpine stent delivery system (sds) was advanced without difficulty into an unspecified guide catheter and to the diseased vessel. When inflating the xience alpine sds to 10 atmospheres, it was noted via angiography that the device did not expand properly. The balloon did not inflate at all and the stent was not deployed. The xience apline was withdrawn without issue and without any clinically significant delay. The vessel was ultimately treated via balloon angioplasty. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).the device was returned for analysis. The reported inflation issue and the reported failure to deploy were unable to be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.